Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping") and genital haemorrhage ("heavy and persistent bleeding") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), fatigue ("chronic fatigue"), anxiety ("anxiety"), weight increased ("weight gain"), loss of libido ("loss of libido"), dyspareunia ("pain during intercourse") and rash generalised ("severe rash on her right leg, scalp, face and left elbow"). The patient was treated with surgery (partial hysterectomy to remove the essure device). Essure was removed in (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, alopecia, fatigue, anxiety, weight increased, loss of libido, dyspareunia and rash generalised outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, dyspareunia, fatigue, genital haemorrhage, loss of libido, rash generalised and weight increased to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping") and genital haemorrhage ("heavy and persistent bleeding") in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), fatigue ("chronic fatigue"), anxiety ("anxiety"), loss of libido ("loss of libido"), dyspareunia ("pain during intercourse") and rash generalised ("severe rash on her right leg, scalp, face and left elbow") and was found to have weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy to remove the essure device). Essure was removed in (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, alopecia, fatigue, anxiety, weight increased, loss of libido, dyspareunia and rash generalised outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, dyspareunia, fatigue, genital haemorrhage, loss of libido, rash generalised and weight increased to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe cramping'), genital haemorrhage ('heavy and persistent bleeding') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), alopecia ("hair loss"), fatigue ("chronic fatigue/fatigue"), anxiety ("anxiety / psych injury"), loss of libido ("loss of libido"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), rash generalised ("severe rash on her right leg, scalp, face and left elbow"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (partial hysterectomy to remove the essure device). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, alopecia, fatigue, anxiety, weight increased, loss of libido, rash generalised, tooth disorder, hormone level abnormal, headache and nausea outcome was unknown and the menorrhagia, iron deficiency anaemia, dyspareunia, dysmenorrhoea, pelvic pain, abdominal pain, back pain, metrorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, loss of libido, menorrhagia, metrorrhagia, nausea, pelvic pain, rash generalised, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Plaintiff received treatment for fallowing conditions: chronic pain , dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/, abdominal pain, back pain, psych injury, bladder problems ,urinary problems ,bladder infection ,uti ,vaginal infection, vaginal discharge. Patient had took medical leave related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. New events: dysmenorrhea (cramping), pelvic/abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, psych injury, bladder problems, urinary problems, bladder infection ,urinary tract infection ,vaginal infection vaginal discharge, dental problems, hormonal changes, headaches, nausea, plaintiff did not undergo essure confirmation test were added. Outcome of the events pain, bleeding, bladder/urinary updated. New reporter added, plaintiff's information updated. Date of insertion and removal updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('severe cramping') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included cesarean section, cholecystectomy, bipolar ii disorder and hypertension. Concurrent conditions included obesity. Concomitant products included aciclovir (acyclovir) since (B)(6) 2012, lamotrigine (lamictal) since 2011 to october 2016, metoprolol since 2010 and valaciclovir hydrochloride (valtrex) since february 2016. On (B)(6) 2010, the patient had essure inserted. In september 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("chronic fatigue/fatigue"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), night sweats ("night sweats"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and peripheral swelling ("other injury(ies) or complication(s) - swelling of the hand and feet") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient experienced vulvovaginal mycotic infection ("infection (bladder/urinary tract/ vaginal) : yeast infection"), 3 months 20 days after insertion of essure. On (B)(6) 2012, the patient experienced vaginal infection ("vaginal infection, vaginitis"). On an unknown date, the patient experienced genital haemorrhage ("heavy and persistent bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), anxiety ("anxiety / psych injury"), loss of libido ("loss of libido"), rash ("severe rash on her right leg, scalp, face and left elbow"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and scar ("had too much scar tissue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (partial hysterectomy to remove the essure device). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, fatigue, anxiety, loss of libido, rash, tooth disorder, hormone level abnormal, headache, nausea, female sexual dysfunction, vulvovaginal mycotic infection and scar outcome was unknown and the menorrhagia, iron deficiency anaemia, alopecia, weight increased, dyspareunia, dysmenorrhoea, pelvic pain, abdominal pain, back pain, metrorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, night sweats and peripheral swelling had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, loss of libido, menorrhagia, metrorrhagia, nausea, night sweats, pelvic pain, peripheral swelling, rash, scar, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Plaintiff received treatment for fallowing conditions: chronic pain , dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/, abdominal pain, back pain, psych injury, bladder problems ,urinary problems ,bladder infection ,uti ,vaginal infection, vaginal discharge. Patient had took medical leave related to essure. Discrepancy noted in insertion dates: (B)(6) 2010, (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Pathology test - on (B)(6) 2010: diagnosis: uterus, endometrial curettings: - secretory endometrium with no significant histopathologic abnormality - endocervical glands with microglandular hyperplasia and squamous metaplasia specimen type: endometrial curettings; on (B)(6) 2018: diagnosis: uterus, lower uterine segment/endocervix, supracervical hysterectomy: - nabothian cysts with ciliated metaplasia uterus, endometrium, supracervical hysterectomy: - proliferative endometrium - hyalinization suggestive of ablation therapy effect uterus, myometrium, supracervical hysterectomy: - leiomyomata with focal calcification and degeneration, largest 6.3 cm - adenomyosis uterus, serosa, supracervical hysterectomy: - no histopathologic abnormality fallopian tubes, bilateral salpingectomy: - no histopathologic abnormality. Ultrasound scan - on (B)(6) 2011: overall impression: normal uterus and ovaries no clear source for pelvic pain em distorted from prior em ablation as expected essure devices visible at region of tubal ostia.; on (B)(6) 2016: overall impression: myomatous uterus (sizes 4-7cm in diameter) possible submucosal myoma em 9,6mm 12mm cervical/lus polyp poorly visualized but normal appearing ovaries; on (B)(6) 2018: overall impression: myomatous uterus with volume of 1314ml (20 week size) adnexal images obscured by extremely large uterus.; on (B)(6) 2019: overall impression: surgically absent uterus. Bilateral ovarian complex cysts, 45mm (right) and 25mm (left) the patient declined vaginal probe due to concerns over pain.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet and mr received: new events - hormonal changes - night sweats, apareunia (inability to have sexual intercourse), infection- yeast infection, scar tissue, lower abdominal pain, swelling of the hand and feet were added. Reporter's information, patient demography, medical history, lab data, concomitant drugs were added. Event genital hemorrhage and menorrhagia were downgraded. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.